Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported left-side rupture and capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Granuloma: unable to confirm as it is a medical event not related to the device. Silicone migration: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: black particles observed in the device and gel. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left-side rupture and capsular contracture baker grade IV. Physician further reported ultrasound findings of ¿irregularity of the wall¿, ¿echogenic collection, which seems to be contained by the fibrous capsule surrounding almost the entire prosthesis, suggestive of silicone¿, and ¿siliconoma identified in the left armpit, without other suspicious adenopathies¿. Device has been explanted and replaced with a non-allergan device.

Event description:
Physician further reported ultrasound findings of ¿irregularity of the wall¿, ¿echogenic collection, which seems to be contained by the fibrous capsule surrounding almost the entire prosthesis, suggestive of silicone¿, and ¿siliconoma identified in the left armpit, without other suspicious adenopathies¿.

Manufacturer narrative:
Continued date of birth (a.2): (B)(6) 1962. Continued implant date (d.6a): (B)(6) 2016. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.